Manufacturer narrative:
(10/213) the involved product was returned to intervascular and was inspected by the quality assurance (qa) manager for evaluation. His observations are as follows: "the graft arrived without packaging and labelling. It was packaged in a biohazard packaging. The graft was measured by n.e (an experienced technician) according to established procedure pqsd2633/16 (with a measuring cone set mes 12-078 (validity date : 18/05/2021)) and versus specification pqsd0322/10. The graft is in compliance with specification (7.5mm measure vs a specification of 7,0 +/- 0.5mm). (67) the conducted investigation suggests that the product was not defective.

Event description:
According to the client: "following the intervention of dr. Brami, the diameter contained in the intergard diam 7mm length 70 cm ref igk0007-70 was not 7mm", so he had to use another prosthesis of the bbraun range in diameter 8 mm.

Manufacturer narrative:
The involved product was returned to intervascular and will be inspected by our quality assurance (qa) manager for an evaluation. The review of post-marketing historical data indicated that one other similar complaint was reported for the same sterilization lot number, but not the same product model. A review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests, including a 100% visual inspection. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
According to the client: "following the intervention of dr. (B)(6), the diameter contained in the intergard diam 7mm length 70 cm ref igk0007-70 was not 7mm", so he had to use another prosthesis of the bbraun range in diameter 8 mm.